Event description:
Additional follow up revealed that patient underwent a surgical procedure and scs ipg was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg became inoperable because patient stopped charging their ipg as recommended. As a result, surgical intervention may be pending to address this issue.

Event description:
Follow-up identified effective stimulation was restored following the procedure.